Manufacturer narrative:
The initial reporter also notified the FDA on 5 february, 2020. Medwatch report # unknown. Report source other: medwatch report. Investigation summary: 20 samples were received. They came in sealed packaging flow wrap. They were visually inspected. No damage or any other defect was noticed. The tip cap torque was measured finding them within specification. The tip caps were removed and the luer lok was inspected under the microscope finding no defects or damages. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9351505 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: failure mode was not verified and root cause is undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: reported via medwatch: patient having labs drawn and plastic tip on the saline syringes were not smooth and would not screw tightly into the hub of the heplock. This allowed the flush to leak and allowed blood to backflow into the tubing. No injury noted to patient.